Event description:
The customer reported there was an x-ray disabled error message. This error will prevent the system from performing fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.